Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument; however, the failure analysis is in progress. A supplemental MDR will be submitted upon completion of the analysis and if any additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega suture cut needle driver instrument was moving opposite to the surgeon's manipulation. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported issue occurred while the surgeon's head was inside the surgeon side console (ssc) high resolution stereo viewer, while attempting to manipulate the mega suture cut needle driver. The reported failure was not related to an inability to move the instrument at all. The movements of the surgeon did scale appropriately to the mega suture cut needle driver. The instrument was not moving in the desired direction. There was shakiness and friction that were experienced. The reported issue was persistent. There was no surgical delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver was analyzed and found to have imprecise motion when the master tool manipulator (mtm) was manipulated. The mega suture cut needle driver was placed and driven on an in-house system and passed the recognition and engagement tests. The mega suture cut needle driver would move partially in the intended direction but could not complete movement fully. There was a lag, or the mega suture cut needle driver would stop moving. The mega suture cut needle driver grip tips were not moving intuitively since they were not following the mtm input commands smoothly. There was also a loose screw inside the housing. The screw was loose on the pitch clamping pulley. As a result, the cables were slightly loose which caused the mega suture cut needle driver to fail intuitive motion.

Event description:
Refer to h10/h11 for follow-up information.